Event description:
It was reported by the patient his bhs unit is not working properly. The patient claims that he experienced an intermitted "shock" from the unit since first trying the unit. The patient stated he was advised by the sales representative to try to wear a sock and that did not help. The patient also stated that the bhs unit at times also works for a few minutes then beeps 3 times and shuts down. The patient claims the unit has not been dropped or in contact with any liquid. The patient rated the pain as an 8 on a scale of 1 to 10, which is considered severe. The patient claimed his injury is on the left side of his left foot and when the shock sensation happens the shock makes his big toe move. The patient stated the pain is under the surface of the skin. The patient claimed he has had no increased activity recently as he is still non-weight bearing on this foot. A new bhs controller, sflx xl coilette and 28" cable have been sent to the patient.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Concomitant medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient his bhs unit is not working properly. The patient claims that he experienced an intermitted "shock" from the unit since first trying the unit. The patient stated he was advised by the sales representative to try to wear a sock and that did not help. The patient also stated that the bhs unit at times also works for a few minutes then beeps 3 times and shuts down. The patient claims the unit has not been dropped or in contact with any liquid. The patient rated the pain as an 8 on a scale of 1 to 10, which is considered severe. The patient claimed his injury is on the left side of his left foot and when the shock sensation happens the shock makes his big toe move. The patient stated the pain is under the surface of the skin. The patient claimed he has had no increased activity recently as he is still non-weight bearing on this foot. A new bhs controller, sflx xl coilette and 28" cable have been sent to the patient.

Manufacturer narrative:
Corrections b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type. Additional information: d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative. The bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 0 hours and was used for 17 days. Review of the DHR indicates that the unit was manufactured on april 28, 2022. No abnormal conditions were reported. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025 and tf1061.c00 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of july 8, 2024. The failure was not confirmed for the reported condition of "patient having shocks from bhs unit and/or coil". The controller was tested and operates as intended. Review of complaint history identified (4) total complaints from (sep 29, 2021) to (sep 29, 2022) for (B)(4) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.